Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead presented to the hospital due to multiple shocks; system interrogation showing adequate sensing and detection of the ventricular episode, however four system shocks were required to successfully convert. The patient was admitted for observation. A second interrogation confirmed diaphragmatic pacing and low pacing impedance measurements. Surgical extraction was then scheduled and completed at which time a lead conductor and insulation integrity issue was confirmed. The physician concluded this to be the result of a first rib-clavicle crush. The replacement was successful with another manufactures lead and the explanted lead is not expected to be returned.